Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to loosening that occured approximately a month after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the size 10 cementless stem, the ø36/+3 135/145 humeral stem, the ø24 baseplate, the ø36 centered glenosphere and associated screws. Then, he implanted a size 8 cementless stem, a ø36/+3 135/145 humeral cup, a ø24 baseplate, a ø36 centered glenosphere and associated screws.